Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. An 8f delivery system of a covered stent was returned. The reported impossibility to deploy the stent is confirmed. A break of the proximal catheter was found. Therefore, the investigation is confirmed for the reported impossibility to deploy the covered stent. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use delivery system specific events that could be associated with clinical complications include but are not limited to: failure to deploy; high deployment forces; inability to track to target location; incompatibility with accessory devices. Adequate stent deployment was found sufficiently described as the instruction for use states: ""maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding accessories the instruction for use states that 0.035 inch (0.89 mm) guidewire of appropriate length and an introducer sheath with appropriate inner diameter and length are required. Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until saline drops from the tip of the system." The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified . Expiry date: 09/2021.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.